Event description:
On 22-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rt-2j tightrope ii rt, with deploying suture was prepared to a graft and when trying to advance the graft, it remained intra-articular without reaching the tunnel. Due to the force and repeated attempts to flip it, the graft eventually gave way and the loop connecting both tape sutures snapped. This was discovered during a procedure with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.